Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -3.0/2.0/024 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2023 the lens was repositioned; this resolved the problem. Cause of the event was unknown. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -3.0/2.0/024 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6)2022. Refractive surprise was observed. Cause of the event was user unknown. Lens remains implanted.